Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump fell off during the night when the belt clip and device detached, pulling the infusion set from the body; a new infusion set was placed, but the user experienced prolonged hyperglycemia up to 500 mg/dl for about 13 hours and used inhaled insulin (afrezza) as backup therapy. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included user-reported impact on blood glucose control without medical intervention or hospitalization. Investigation included complaint intake and review of the user¿s account, with the device not available on site for analysis. Investigation of this case revealed that the specific cause of the hyperglycemia could not be determined based on available information. It was concluded that a contributory device or use-related factor could not be confirmed, and the event cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.